Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio did observe during the device evaluation, that the batteries installed in the device were not fully inserted. Batteries that are not fully seated in the device could cause power related issues, however the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the most likely cause of the reported issue was the battery not seated properly in the device due to user error.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.